Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and the catheter shaft was noted to be kinked and flattened. The distal section was flattened and the radiopaque marker was missing. The catheter shaft was not broken, as the shaft was within dimensional specifications for length. Resistance was noted during functional testing, likely due to the observed anomalies. The information available indicated the subject device and packaging had no anomalies prior to use. Based on this information, it appears the reported and observed issues occurred from handling the device or portion of the device during preparation.

Event description:
It was reported that during preparation, the tip of the microcatheter (subject device) was broken and the marker could not be found. There was no patient involvement.

Event description:
It was reported that during preparation, the tip of the microcatheter (subject device) was broken and the marker could not be found. There was no patient involvement.